Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 293 mg/dl. The customer stated that she had the pump in her pants pocket while she was swimming. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that there is no issue with unexpected restart. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 293 mg/dl. Customer declined to troubleshoot for her high blood glucose stated that she drank a mixed drink and due to the button error.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify a21 alarm due to button keypad anomaly. No button error alarm noted. The insulin pump had cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing the end cap sticker.